Manufacturer narrative:
Unit power properly after battery installation. No critical pump error were noted. However, unit alarmed pump error 38 during rewind due to corroded motor assembly. Unable to perform rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. Unit alarmed pump error 75 during self test and high sleep current due to corrosion at the electronic assembly.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a critical pump error a few minutes after coming out of the pool. The customer had been using a back-up plan since the error occurred. The customer¿s blood glucose level during the incident was 140 mg/dl. The device will be returned for analysis.